Manufacturer narrative:
Device data review showed hyperglycemia beginning after a meal announcement while the ilet was in its initial learning period. Available engineering logs last synced (B)(6) 2026 contained no malfunction alerts or system errors, and no factory reset events were identified. The hyperglycemia was resolved with a manual insulin injection, and no ems or hospitalization occurred. Based on the available information, no device malfunction was identified, and the event is consistent with expected system behavior during the early algorithm learning phase.

Event description:
On (B)(6) 2026 the patient¿s mother reported that on (B)(6) 2026 the user experienced hyperglycemia following the first meal announcement while using a newly initiated ilet system during the learning period. The hyperglycemia was corrected with a manual insulin injection and the user discontinued use of the ilet system and returned to their previous pump therapy. No ems or hospitalization was required.